Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow-up, loss of capture due to dislodgement was noted on the lv lead. A chest x-ray confirmed the dislodgement. The physician elected to revise the lead. During procedure, the physician could not pass the guidewire through the lead. A new lead was used and the procedure was finished without complication. The patient has been discharged.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. A guidewire insertion test revealed that the guidewire could not be fully inserted. Destructive analysis revealed blood clogging the inner coil region 11.1cm from the connector pin. All other tests were completed with normal results. The reported event of loss of capture was not confirmed. The cause of the guidewire insertion difficulty was consistent with blood clogging the inner coil region.